Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the central control monitor screen froze and all of the roller and centrifugal pumps displayed "no system computer." The device was used for the remainder of the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.